Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal varicies banding procedure performed in the esophagus on an unknown date. During the procedure, when they turned the handle and heard the click, it was found that the band was still on the ligating unit. Upon turning the handle for the second time, the band successfully deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.